Event description:
It was reported that during the pump and catheter implant procedure the physician had difficulty progressing the catheter into the intrathecal space. It was reported that the cerebrospinal fluid (csf) outflow was very high. Verification was requested by the physician by x-ray which confirmed that the catheter was bent and was in the shape of an "s" at the tip level. The physician removed the catheter and confirmed that the catheter guide wire was bent (which was not present prior to implant). The catheter was discarded. The physician then proceeded to implant another catheter with difficulty; however, did reach the t12 level. After verifying csf outflow through the catheter they physician removed the guide wire and then the needle. After removed, no csf flow could be verified. Following catheter anchorage to the fascia, and after tunneling it and connecting it to the pump at the pump pocket site, the physician tried to aspirate through the catheter access port (cap), and very limited csf could be verified. The patient was given an initial bolus and the pump was programmed with a daily dose of 75 ug/day. The drug used was lioresal (baclofen) 500 ug/ml. The patient did not complain of headache at the recovery room. There were no patient symptoms, harm or injury. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, lot# 0205199324, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).